Event description:
Pt had her option procedure performed. Ultrasound was performed during procedure. Doctor had some difficulty identifying the probe under ultra-sound, possibly because the bladder was only half full. He also had difficulty dilating the pt's cervix. Doctor performed two six minute freezes. Pt felt fine after the procedure and went home. Later that evening, the pt called with complaints of stomach pain. Doctor saw the pt that evening and noticed swelling in the abdomen. A CT scan was performed followed by laparoscopic exploration. At this time it was observed that her colon had been ablated. A colostomy was performed and her uterus removed. Pt is in stable condition. Pathology indicated what doctor described as bruising on the uterine wall, and a "pinhole" in the lining of the uterus.